Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: p1501dr ipg, implanted: (B)(6)2010. (B)(4).

Event description:
It was reported that there was high sic (sensing integrity counter) on both leads, with noise, small p-waves, inappropriate af (atrial fibrillation) detections, and ffrw (far-field r-wave) oversensing noted. The leads were capped and replaced. No patient complications have been reported as a result of this event.